Event description:
An authorized service provider (asp) contacted ventec to report that the device provided an alarm indicating low inspiratory pressure. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing an alarm indicating low inspiratory pressure was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.